Event description:
It was reported that when using the bd pyxis medstation es, biometric identifier was not scanning. The customer attempted to reboot the station, but the issue persisted. The system prompts users to scan with the blue light appearing on the scanner, but no response occurs when a finger is placed. The fingerprint screen remains unresponsive, and manual sign-in with username/password is also unavailable. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier was not scanning. A technical support specialist followed knowledge article (ka) "bio ID failure after upgrade - reboot fixes temporarily" after reboot, the issue was resolved. Customer later confirmed that the station was functioning normally with no further problems. Validation of the medication application log showed the bio-ID scanner driver status as ok. Customer agreed the issue was resolved and confirmed the case can be closed. The system functioned as intended after the technical support specialist troubleshot the device.